Manufacturer narrative:
The pump was returned to animas for evaluation. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the cap would not remain tightened to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box showed no evidence of a "no power" event. No battery cap or cartridge cap were returned. All testing was performed with test caps. The pump powered up with a test battery cap. The test battery cap was unable to fully tighten. The battery compartment cracks were observed from the thread area to the case seal and below the grip pad. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with a test battery cap and no reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. A "no power" event was not duplicated during investigation.